Event description:
Orif rt. Index metacarpal. A zimmer 2.0 14mm screw was placed at the proximal end of the fracture site for stability. An x-ray was made to verify placement and the screw was found to be bent and not maintaining the stability of the fracture. The bent screw was removed and replaced with another zimmer 2.0 14mm screw.